Event description:
It was reported that the patient received shocks during hemodialysis treatment and had to be externally cardioverted. The device remains in use. The patient is a participant of the (B)(4) study. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.